Event description:
Potential infection was reported at approximately two years post-operatively. Revision surgery occurred to exchange the poly insert. No infection was found at the time of revision surgery.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.